Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 15mg/ml morphine at 4.758mg/day via an implantable infusion pump for non-malignant pain. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient had recently undergone a MRI. The patient had a MRI on (B)(6) 2019 and the pump wasn't checked until the next day. The stall was initially seen and then a second interrogation showed a recovery. The stall recovered 15 minutes after the interrogation. No symptoms were reported. No further complications were anticipated/reported.